Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance measurements on this lead had been increasing gradually over the past year. Recently, the value was high and slightly out of range, triggering an alert. Boston scientific technical services (ts) discussed increasing the value for the out-of-range impedance alert to a higher value to minimize alerts. Lead measurements will be monitored as the lead remains in service. No adverse patient effects were reported.